Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the unit broke off in the pt. It was further reported that the broken tip was not recovered.